Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt was to undergo generator replacement surgery. Further information reveals that the pt had high lead impedance and both the lead and generator were replaced on (B)(6) 2010. The lead was discarded following surgery and cannot be returned to manufacturer for analysis. Attempts for further information have been unsuccessful to date.